Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg was deemed inoperable following an unrelated medical procedure. It was also reported that the generator was exposed to electrocautery during the procedure.

Event description:
Follow up revealed that the patient's ipg was explanted and replaced, and therapy was restored post-op.